Manufacturer narrative:
Because this event resulted in a serious injury, it meets the criteria for reportability per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a radix anker post separated approximately four months after placement. As a result, the root was extracted and an implant will likely be placed.